Manufacturer narrative:
The pump has not been returned to animas. If the pump is returned, an evaluation will be conducted and a supplemental report will be filed. The patient mentioned that there was scar tissue around her infusion site. The patient will follow-up with a physician to assess her infusion site. No conclusions can be made at this time.

Event description:
It was reported that the patient was treated at the emergency room for elevated blood glucose levels.